Event description:
Tibia loosening. To medial placement and under sizing. Prosthesis implanted (B)(6) 2011. Revision surgery.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.